Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7027219, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing severe muscle spasm in both upper shoulder and neck. The patient underwent an explant procedure. The physician believed that the symptoms are not device related and cause is unknown. No device malfunction was suspected. The patient was doing well postoperatively.